Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed every time the prime test is performed. It was stated that the piston continues to move forward after it makes contact with the reservoir, and insulin squirts out. Advised the caller that the device would be replaced. No further information was provided.